Event description:
The medical affairs specialist gathered clinical info from the pt through the customer service representative overseas. The pt called lfs in 2004 and alleged the one touch ultra meter had read inaccurately high 2 days later at 11:45 am. The pt was in the hosp at the time, having been admitted in 2003, for treatment of an infection related to a recent foot amputation and subsequent infection of their other foot. Prior to the incident the pt had taken 10 units of humalog at 8:00 am, based on their breakfast meal that they had at 8:30am. The reading they obtained at 11:45 am on the one touch ultra meter was 140 mg/dl and 15 minutes later on a hospital gluco touch meter was 40mg/dl. At 11:45 am the pt was experiencing symptoms of feeling "sweaty with eye problems." The pt was then tested at noon and based on the 40 mg/dl reading was given g30 IV. A later blood glucose test at 2:00 pm on the gluco touch meter was 185 mg/dl. There was no further blood glucose testing done on the one touch ultra meter. The pt does not do control solution testing however a control solution test was done in the hosp at the time of the incident with the one touch ultra meter. On the first control test and on repeat the result was out of range; with a new vial of test strips, same lot, the control solution test was within range. The pt regularly takes humalog on a sliding scale three times a day, based on their projected food intake (6u to 14u at 8am, noon, 7:30 pm) and lantus 36-38 units at 11 pm everyday. The pt was unable to describe their testing technique. Though meter-to-meter comparison is not valid the pt did have symptoms of low blood sugar, a low blood sugar results obtained on the hospital meter, and was treated for low blood sugar. The pt was already in the hospital and treatment was not delayed. Based on this info the case is reported as a possible strip malfunction.